Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was brought to the catheterization laboratory for impella placement and catheterization following escalation of pressors and progressive decompensation. It was reported the patient had a critically narrowed left main artery and plain old balloon angioplasty to critical right coronary artery disease. Low flows were reported with suction above p-6. Reportedly the patient continued to deteriorate into the night and went into rapid atrial fibrillation, unsuccessful cardioversion attempts were made, cardio-pulmonary resuscitation was also required, shortly thereafter the team made the decision to terminated efforts and the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.